Event description:
It was reported that the remote transmission was not being received by the clinic. The date of the transmission was showing the current date, however it was not reflecting in the system. The patient has not transmitted in the past. Upon investigation it was found that the device serial number was not valid and a power on reset (por) was indicated. It was recommended that a programmer session be done to reset the device serial number. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.